Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e226 and component failure of r-unit (charged coupled device) and/or universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of r-unit (charged coupled device) and/or universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a constant static sandstorm image on the screen. The issue occurred as soon as the device was connected to the video system center during pre-use inspection. The unknown laparoscopic procedure was completed with a similar device. There were no reports of patient harm.